Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the error code. Customer resolution and conclusion: the fse ran the operational check which fixed the error. The device passed all testing. No further actions at this time. The device remains at the site.

Event description:
It was reported to philips that the device giving error code 10004 (synchronization time out). There was no patient involvement.